Event description:
It was reported that during a da vinci-assisted endometriosis resection surgical procedure, the field service engineer (fse) was informed by site's robotics coordinator that there was a "large arc" and sparking observed within the patient while using the synchroseal instrument. The e-100 generator turned off and the surgeon contacted the clinical sales representative (csr). It was unknown where the arc traveled to. Robotics coordinator confirmed there was no injury to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information on 27-mar-2024: the site indicated it was unknown if the system functionality was checked upon powering on the system. The system initially powered on without any errors. Site did not call technical support for troubleshooting. Site replaced the synchroseal instrument with a new synchroseal that resulted in the same issue. The staff then switched to the vessel sealer extend (vse) and connected the instrument to the erbe system and completed the case robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the synchroseal instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-100 generator to resolve the issue. The e-100 generator was returned for failure analysis; however, the reported failure could not be replicated. This unit was installed onto the test system, and it worked fine with vessel seal instrument installed. The vessel seal extend instrument was used with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.